Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. The fse confirmed the complaint by attempting to do a sample rack rotation and error 2300 sample loader step feed failure recurred. Fse checked if there were random tips that might have fallen into the racks, checked the s071 pia board for damage and dust, but none were noted. The fse also checked the x1 pitch sensor and found the x1 pitch sensor out of alignment causing the error. Fse adjusted the x1 pitch sensor to the correct alignment and resolved the issue. Fse repaired and validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number ((6). There were no similar complaints identified during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states the following: (2300) sample loader step feed failure cause: the pitch sensor s071 failed to go on after the step feed. Action: check to see if there is any impediment to the sample rack feed. If the trouble reoccurs, contact the tosoh local representatives. Check s071 and the step feed mechanism. The most probable cause of the reported event was due to the misalignment of the x1 pitch sensor.

Event description:
A customer reported error message ¿2300 sample loader step feed failure¿ on the aia-900 analyzer. The customer reset the power and the issue remains, the analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.